Event description:
Pt injury reported in conjunction with deployment of AED. (B) (4).

Manufacturer narrative:
Details of injury not reported. Eval of device pending return of product. Initial review of ECG from incident indicates potential pad placement issue.